Event description:
The customer reported that upon checking the tracheostomy cuff pressure it was noted the external cuff had deflated. The cuff could not be reinflated; therefore, it was removed and replaced. On closer inspection a small hole was noticed in the seam of the pilot balloon.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.